Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient went to have an MRI and was turned away for a 'loose wire' or something. They said they had an upcoming appointment with their healthcare provider and would discuss at that time. Circumstances that led to the reported issue were not asked. The patient was redirected to their healthcare provider. No patient symptoms were reported.